Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The hospital organized a mr-scan for jaw and scanned under mr-conditional. However, they realized the scan was performed without MRI-mode setting. Although the setting was once changed to MRI-mode, av delay was additionally changed after that and MRI-mode was mistakenly released. Since the physician realized that home monitoring setting had been off since the day of MRI scan, he called the patient again and organized in-office follow up. All the device data looked fine and monitoring setting was turned on.